Manufacturer narrative:
Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI -- (B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
It was reported that the codman 14mm perforator did not disengage when it bore through the skull causing damage to the patient's dura.